Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with 400cc smooth mentor memorygel breast implants experienced left-sided implant rupture and unexplained systemic symptoms post-operatively, including memory loss, extreme brain fog, fatigue, dry skin, rashes, gall bladder attack, heart palpitations, ringing in ears, adrenal gland fatigue, and pancreas issues. As a result, the patient underwent explantation without replacement on (B)(6) 2020, and rupture was discovered during the procedure. Furthermore, the patient reported improvement in symptoms of less fatigue and brain fog post explantation. This medwatch report is for the right-sided implant.